Manufacturer narrative:
An event of paravalvular leak and heart block after implant was reported. Possible causes for paravalvular leak are sizing of the valve, implant depth, calcium distribution, deployment difficulties and inadequate radial forces. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that the physician believed a low calcium score caused the paravalvular leak, leaflet calcification was homogeneous between cusps, there were no deployment difficulties, and the patient had a history of first degree atrioventricular block. No information was received regarding valve sizing and implant depth. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on available information, a root cause of the reported heart block could not be conclusively determined. The reported paravalvular leak appears to be related to anatomical conditions (low calcium score).there is no indication of a product quality issue with regards to manufacture, design, or labeling. H6 health effect - impact code: code 4613 removed.

Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25mm portico ng/navitor valve was successfully implanted in a patient. It was noted during procedure that the patient developed a complete atrioventricular block, prior to the valve being released and after a pre-implant valvuloplasty. The decision was made to perform pacemaker stimulation to recover the patient's initial atrial fibrillation rhythm. However, it was later noted that the patient developed a new complete left bundle branch block. No treatment was required/performed. It was also noted during procedure, that the patient developed a hematoma at the access site when exchanging the 14fr non-abbott introducer sheath. The decision was made to perform manual compression until the end of procedure. The final non-coronary cusp implant depth is 2mm and final left non-coronary cusp implant depth is 4.3mm. On (B)(6) 2023, it was noted via transthoracic echocardiogram, that a mild anterior perivalvular leak was observed. There was no treatment required/performed. No additional information was provided. -final emdr-- subsequent to the previously filed report, additional information was received that the left bundle branch block (lbbb) developed after the pre-implant dilatation and persisted until the end of procedure. The transient atrioventricular block was occurred during implant of the 25mm portico ng/navitor valve. There was no difficulty implanting the 25mm portico ng/navitor valve. There was no noted anatomical or tissue/calcium interference affecting expansion of the valve and all retainer tabs did release. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The perivalvular leak is believed to have occurred due to a low calcium score. A post-implant balloon aortic valvuloplasty was performed using a 2mm non-abbott device. The patient did not have a prolonged hospital stay for monitoring of rhythm. It was confirmed that no intervention was performed or planned. It's confirmed that the access site hematoma was caused by the 14fr non-abbott introducer sheath. There is allegation of malfunction against the abbott device or procedure. The patent was discharged at the time of report.

Event description:
Clinical information: crd_1003 - vantage, patient site ID:(B)(6) it was reported that on (B)(6)2023, a 25mm portico ng/navitor valve was successfully implanted in a patient. It was noted during procedure that the patient developed a complete atrioventricular block, prior to the valve being released and after a pre-implant valvuloplasty. The decision was made to perform pacemaker stimulation to recover the patient's initial atrial fibrillation rhythm. However, it was later noted that the patient developed a new complete left bundle branch block. No treatment was required/performed. It was also noted during procedure, that the patient developed a hematoma at the access site when exchanging the 14fr non-abbott introducer sheath. The decision was made to perform manual compression until the end of procedure. The final non-coronary cusp implant depth is 2mm and final left non-coronary cusp implant depth is 4.3mm. On (B)(6) 2023, it was noted via transthoracic echocardiogram, that a mild anterior perivalvular leak was observed. There was no treatment required/performed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.